Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.25x16 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was damaged. The procedure was completed with another device. No patient complications were reported.